Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
Information received from a consumer reported that she was charging too frequently. The consumer reported that she had to recharge several times before meeting with a manufacturer representative (rep) and a health care provider (hcp) on (B)(6) 2015 for her follow-up. The consumer said they were not expecting her to have to recharge prior to meeting with them. The consumer recharged on (B)(6) 2015 and her battery was close to empty on (B)(6) 2015. It was noted that she could not get it to where it showed fully charged and stops with the image of sprites on top of the battery, but the consumer charged as full as she could get. The consumer stated that since she had to recharge so frequently since implant she might have high parameters. The consumer was redirected back to the hcp and rep to determine if her battery depletion was normal. The consumer was told that time spent topping the battery off was not necessary since more time is spent for very little gain. It was noted that the rep had turned down her stimulation. Rate was decreased from 70 to 40 and it was suggested that she doesn't use stimulation at night to make the implantable neurostimulator battery last longer and not drain so fast. It was reviewed with the consumer that it was fine to let the battery discharge but to not let it get into overdischarge. It noted that the consumer couldn't recharge for more than two hours before her implant site hurt too much. The hcp recommended that she use adhesive discs. The consumer was to follow-up with the hcp if the pain continued. The issue occurred during use since implant. Information received from the rep reported that the consumer was told on( B)(6) 2015 not to recharge as much until her wound healed. The consumer called patient services back on (B)(6) 2015 to review recharger icons and suggested that there should be a class to train on external devices. Adhesive discs were ordered. Additional information received from the consumer reported that the rep told her not to use the adhesive discs and to maybe try double sided tape. The consumer reported that the implant hurt when she charged. The implant site was sore on (B)(6) 2015. It was noted that she would not charge because when she charged it hurt. The consumer had an appointment with the hcp three month from (B)(6) 2015. It was noted that the incision was beautiful. The consumer also had to use a pillow when she sat in a car to brace the implant. It was noted that she would try the adhesive discs or double side tape and that she used the belt. The consumer was instructed to monitor symptoms, speak with the hcp, and to follow hcp orders. The consumer's indication for use was noted to be failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient was prescribed an abdominal binder on (B)(6) and a lidoderm patch on (B)(6) in order to the resolve the pain at the implant site. No further appointments had been scheduled as of now.